Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that target was between 98-984f. They had set to 98.4f. Rectal probe in use. Over the last few hours, the patient temperature has been above and below target. Currently patient was 96.5f, water 87.3f, target 98.4f. Flow 3.1lpm. Also, there were a few hours where the water temperature was not reading. Arctic sun device in normothermia. Rewarm rate set at 0.45f/hr. Heater command 3 percentage. Explained device was trying to rewarm patient at 0.45f/hr so the water temperature was not really warm. Explained that rate may be adjusted if desired and protocol allows. Confirmed therapy was stopped when the water temperature was not displayed. Event log shows alarm 14 (patient temperature 1 probe out of range), 50 (patient temperature 1 erratic), 114 (treatment stopped) and 116 (patient temperature change not detected). Explained medium priority alarms stop therapy and the water temperature would not displayed. Discussed patient temperature alarms and how to troubleshoot should those return. Nurse thinks they use monitor mode, but they were not intimately familiar with the device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated. It was noted that the target was between 98-98.4f. They had set to 98.4f. Rectal probe in use. Over the last few hours, the patient temperature has been above and below target. Currently patient was 96.5f, water 87.3f, target 98.4f. Flow 3.1lpm. Arctic sun device in normothermia. Rewarm rate set at 0.45f/hr. Heater command 3 percentage. Explained device was trying to rewarm patient at 0.45f/hr so the water temperature was not really warm. Explained that rate may be adjusted if desired and protocol allows. Discussed patient temperature alarms and how to troubleshoot should those return. Nurse thinks they use monitor mode, but they were not intimately familiar with the device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that target was between 98-984f. They had set to 98.4f. Rectal probe in use. Over the last few hours, the patient temperature has been above and below target. Currently patient was 96.5f, water 87.3f, target 98.4f. Flow 3.1lpm. Also, there were a few hours where the water temperature was not reading. Arctic sun device in normothermia. Rewarm rate set at 0.45f/hr. Heater command 3 percentage. Explained device was trying to rewarm patient at 0.45f/hr so the water temperature was not really warm. Explained that rate may be adjusted if desired and protocol allows. Confirmed therapy was stopped when the water temperature was not displayed. Event log shows alarm 14 (patient temperature 1 probe out of range), 50 (patient temperature 1 erratic), 114 (treatment stopped) and 116 (patient temperature change not detected). Explained medium priority alarms stop therapy and the water temperature would not displayed. Discussed patient temperature alarms and how to troubleshoot should those return. Nurse thinks they use monitor mode, but they were not intimately familiar with the device.